Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a severely calcified lesion. It was reported that there was no damage noted to the device packaging or any issues removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated. It was reported that during the procedure and while advancing the stent, resistance was felt. The physician removed the stent to check it and noticed that the stent struts on the distal part of the stent were bent. No excessive force was used. The device did not pass through a previously deployed stent. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.